Event description:
The catheter broke off in the pt at the time of insertion. The physician was using a 16 gauge breakaway needle to insert the catheter. The catheter fragment was retrieved from the pt in the or.